Event description:
Event description guidant received information that this device, which was included within a subset of devices affected by a recent physician notification, was explanted due to premature battery depletion. The device was implanted for four years and was programmed to nominal parameters. 02/22/06 requested ncs add an explant date. It was reported that the clinic has lost faith in guidant's products.